Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the balloon on the 23mm commander delivery system burst during valve deployment and blood was noted in the atrion device. The balloon was inflated with +1cc, enough for the valve to anchor. The delivery system was removed without issue, and a non-edwards balloon was inserted and inflated to fully expand the valve. Per report, valve alignment was performed in a straight section of the anatomy. There was a slightly narrow and calcified sinotubular junction measuring approximately 22.8mm in average diameter. This patient did have a pericardial effusion post-procedure. Pericardiocentesis was done with approximately 240cc of sanguineous fluid removed. The pericardial drain was kept in place. The root cause of the pericardial effusion is unknown. However, it is not believed to be related to any edwards device. The patient is currently stable in the ICU setting.

Manufacturer narrative:
Investigation is still ongoing.